Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 23:37:36. During night drain cycle three, the patient's ultrafiltration reading was 1849ml, indicating the home patient (hp) drained 1849ml more than their maximum programmed fill volume of 2000ml. No additional information is available.